Manufacturer narrative:
Weight:(B)(6) (unit unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was damaged; further described as ¿porosity was found in the tap, which causes the knob (twist clamp) to roll¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a twist clamp separated from the main body from the photo shown. The reported condition was verified. The broken occluder legs to the main body caused the twist clamp to separate from the main body. The cause of the broken occlude legs could not be determined; however, exposure to cleaning agents such as hydrogen peroxide and alcohol can cause damage to the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.